Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Information received by medtronic indicated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer experienced low blood glucose level of 40 mg/dl and sensor glucose value was 110 mg/dl. Insulin delivery was suspended due to sensor values. The low limit in the sensor setting was 110 mg/dl and difference between sensor glucose and blood glucose was not within the target. No harm requiring medical intervention was reported. Insulin pump clip was damaged. The sensor will not be returned for analysis.